Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached end of service nearly two months before an alert was triggered for charge circuit timeout. The implantable cardioverter defibrillator (ICD) remains implanted. No patient complications have been reported as a result of this event.